Event description:
It was reported that the pump battery was depleting too quickly, but this did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer did not provide further details about the complaint, and the pump was already known to be faulty due to a previously reported cracked screen issue.